Event description:
It was reported that during the implant procedure, the patient suffered third-degree heart block during pulse generator adaptation to the implanted leads. Loss of output was suspected the device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.